Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic esophagogastrectomy procedure. The stapling device was being applied to the distal esophagus and proximal stomach. The orvil device passed as normal. The surgeon could not couple the center rod of the stapler with the orvil anvil. Ultimately the anvil pulled through the esophageal resection. Patient was turned on their side and a thoracotomy was performed to place replacement anvil, the one that comes packaged with the stapler, in distal esophagus. The procedure was completed. The surgical time was extended by more than thirty minutes due to the product problem. The incision was extended by more than one inch. There was temporary injury as a result of the event. The device was difficult or unable to load. The device was not ultimately able to be loaded. When attaching the anvil to the instrument, the black twist knob was held firmly to prevent the trocar from moving back into the head of the device. The anvil center / rod assembly was grasped at the grasping notch. The anvil legs were not bent. The stapler sizers were not used. The patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A microscopic examination of the device displayed nicks on the knife bl ade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed secondary knife blade damage may occur if the instrument is applied over an obstruction. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.